Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), there was blood in/on the helix mechanism and sleevehead, and there was a tip seal observation. The analyst also noted that the helix extends and retracts within product specification.

Event description:
It was reported that during the implant procedure, the lead helix mechanism did not extract [extend] after 20 screws clockwise. After that the physician did 20 screws counterclockwise and tried to re-extract [re-extend] the helix by doing 20 screws clockwise, but nothing happened. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.